Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
The sales rep confirmed that on (B)(6) 2017, the patient underwent a revision of a dupuy hip system due to metal-on-metal wear. The restoration modular stem that was implanted was too long and perforated the patient¿s femur. On (B)(6) 2017, the surgeon removed the restoration modular stem, cut it and re-implanted it back into the patient. Patient in less pain than the first operation. The only device replaced during this procedure was the ceramic head.

Manufacturer narrative:
An event regarding the stem going through the femur (periprosthetic fracture) involving a restoration modular stem was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the reported device was not returned for evaluation. -medical records received and evaluation: a medical review was not performed because no medical information was provided. -device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
The sales rep confirmed that on (B)(6) 2017, the patient underwent a revision of a dupuy hip system due to metal-on-metal wear. The restoration modular stem that was implanted was too long and perforated the patient¿s femur. On (B)(6) 2017, the surgeon removed the restoration modular stem, cut it and re-implanted it back into the patient. Patient in less pain than the first operation. The only device replaced during this procedure was the ceramic head.